Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient had a previous evaluation and they could only go to .4 amplitude. It was noted that the lead was shot and they tried to re-root it. No further complications were reported.

Manufacturer narrative:
The other applicable components are: product ID neu_unknown_lead serial# unknown product type lead date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what led to the lead being shot. A manufacturer representative (rep) met the patient and made adjustments to try to resolve the lead being shot and not being able to increase amplitude. They started experiencing this in (B)(6) 2017.